Manufacturer narrative:
The mo zone planned to be turned off and the device planned to be programmed to two zones where detection enhancements would be available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device detected fast supraventricular tachycardia (svt) in the monitor only (mo) zone and then the rhythm accelerated to ventricular tachycardia (vt) zone where detection enhancements were not available. The patient received anti-tachycardia pacing (atp) and four inappropriate shocks. To date, there have been no adverse patient effects reported.